Event description:
According to the reporter, during use, the cuff of the device was ruptured and had a leak. Attempted multiple times to refill air in the balloon but failed. Reintubation was performed over guidewire. As the respiratory therapist (rt) was separating the orogastric tube from endotracheal tube, the rt accidentally pulled the et tube out as well. Patient was then reintubated via direct laryngoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.